Manufacturer narrative:
The unit passed displacement and self tests; it failed both sleep current measurement and active current measurement tests. The unit gave an "insert battery" message even after inserting a known good battery in the battery compartment. After further review of the unit's interior, there is corrosion lining the battery sleeve of the battery compartment and also on the wiring and components of the battery board inside the unit underneath the battery compartment. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the blood glucose value was not delivered to insulin pump. The customer stated that they were able to connect meter with insulin pump. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.